Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to go undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted and clarified since the patient had a recent pocket revision, the s-ICD system was not MRI conditional. There was a pocket revision due to an infection and at a later date, the electrode was ultimately explanted due to the infection. No additional adverse patient effects were reported.